Event description:
It was reported that on (B)(6) 2026, the patient underwent orif surgery for patella fractures. The surgeon inserted the va locking screw in question at an angle into the hole on the right end of the plate¿s leg. The screw head did not engage properly, and it did not stop turning. Intraoperative imaging showed that the screw had protruded into the joint. The surgeon attempted to remove the screw, but it only rotated and could not be removed, so the plate¿s leg was cut with a plate cutter, and the screw was removed. The plate was polished with a file, and visual inspection and intraoperative imaging confirmed that there were no fragments or other debris. After confirming that there were no problems with fixation, the surgeon decided to close the wound. The surgery was completed successfully within 30 minutes¿ delay. The surgeon mentioned that the cause was that the screw did not go in a direction that was drilled, causing it to be inserted at an angle that was not intended. No further information is available.

Manufacturer narrative:
Product complaint #(B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: h6 component codes: most relevant component code is g07002 (appropriate term/code not available) to capture no findings available due to no product returned. Investigation summary. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable device history lot. Part # 04.211.034ts. Lot # 390l546. Manufacturing site: werk selzach logistik. Release to warehouse date :24.april.2025. Expiration date: 01.april.2030. Supplier: (B)(4). A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Non-sterile part # 04.211.034. Non-sterile lot # 54473p2. Manufacturing site: werk selzach logistik. Release to warehouse date: 14.feb.2025. Supplier: (B)(4). A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.